Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device produced an uneven graft, cut into fat layers, and was jumping/bouncing during grafting process. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the tech found that the unit's control bar was not in the correct position. The control shaft torque was 1.5, adjustment cams were not flush, spring pin was too high, ball plunger was not in the correct position, dowl pins were not flush, and the poppet spring was damaged. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the device produced an uneven graft, cut into fat layers, and was jumping/bouncing during grafting process and the plate was loose. Due diligence is completed and there is no additional information available.